Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements, with differences depending on the pacing mode. Technical services (ts) indicated that since there was no data to review, it was difficult to point out the cause of the high threshold and recommended performing threshold testing and lead revision with careful observation in the pocket area at the next routine follow up. Days later, a revision of the lead was performed and the physician noticed that the pacing threshold was fluctuating depending on body position and there was still a difference depending on the pacing mode, but the root cause could not be determined. The patient was also infected, so it was decided to explant and replace the entire therapy system. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an retracted position. Visual inspection found dried body fluid in the helix housing but no abnormalities were identified. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements, with differences depending on the pacing mode. Technical services (ts) indicated that since there was no data to review, it was difficult to point out the cause of the high threshold and recommended performing threshold testing and lead revision with careful observation in the pocket area at the next routine follow up. Days later, a revision of the lead was performed and the physician noticed that the pacing threshold was fluctuating depending on body position and there was still a difference depending on the pacing mode, but the root cause could not be determined. The patient was also infected, so it was decided to explant and replace the entire therapy system. No additional adverse patient effects were reported. The product was received for analysis.